Manufacturer narrative:
This ipg serial number was included in a field advisory. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
The patient has 2 scs systems. This report is related to the patient's cervical ipg. It was reported the patient's ipg was inoperable. The patient's programmer also reflects a communication error. A company representative met with the patient and confirmed the issue. As such, the patient underwent surgical intervention on (B)(6) 2017, wherein the ipg was explanted and replaced. Reportedly, effective therapy was restored following the procedure.